Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having difficulty and was unable to charge the ins for about a month. They have tried multiple times but the battery would not charge. The rep's assumption was that the ins was in over-discharge. They were to meet with the patient on (B)(6) 2018 to address the issue. Follow-up was to be conducted following the appointment. No patient complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-03-30. It was reported the patient could not charge the battery for the last three months and was unable to charge. A power on reset (por) was confirmed with programmer. A physician recharge mode was performed and normal charge to 25%. The por was cleared, and all impedances were within normal limits. Two new programs were added. The patient gets good therapy was but unable to charge it approximately 3 months ago. Effective therapy was reestablished, and the patient was very satisfied. No additional complications were reported/anticipated.